Event description:
It was reported to target that during the procedure the gdc coil stretched and broke at the detachment zone. This was the second coil in the aneurysm. Part of the coil was floating in the ac0a. The physician will return two delivery wires since he does not know which one was the one that broke.